Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced high blood glucose recorded at 400 mg/dl while using the ilet and administered subcutaneous insulin via an external pen without disconnecting the device. Investigation included a review of the reported event and user education. Investigation of this case revealed user technique concerns related to concurrent external insulin use while the ilet remained connected. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event was attributable to use error with inappropriate concomitant therapy while the device was in operation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.